Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the lead end looked crimped after removing the lead end cap on the date of implant, (B)(6). It was stated that the lead end cap set screw may have not been covering the metal contact when tightened, potentially causing the issue. The lead was still put into the extensions and impedances were checked which showed as normal. No actions or interventions were taken and the issue was resolved at the time of the report. The patient's indication for implant is unknown.